Event description:
It was reported that the patient presented with intermittent noise on both leads. The physician elected to replace the entire system due to concern for possible implantable cardioverter defibrillator malfunction. The patient was stable.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.